Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger got hot and burned them 3 times since two weeks ago - recharger got hot where cord entered paddle. Patient also mentioned a software problem message on (B)(6) 2025 . An email was sent to the repair department to replace the recharger.

Event description:
Pt called back and said the rtm is working, and it "charged up really fast" and its no longer heating up and burning them like the old one. Reviewed how to send the old equipment back. Pt said they dont really like using the belt, but might try using it again. Pt will send old equipment back. Patient called in and stated that they're trying to return the old recharging paddle but when they called fedex ground, fedex did not accept the return request because the return form was not prepaid. Pt had the return label with the tracking #. When asked if the return form has an RMA # pt stated "I see an RMA barcode, it looks like it could be like 1s there's not a physical number there's a barcode that says RMA the side of, it's a bunch of 1s, it's all 1s". Agent sent repair request for the prepaid shipping label.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger ], model [97755 ], s/n (B)(6), revealed. Analysis found:no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.